Event description:
The pt had an anterior cervical plate and anterior cervical screws explanted. The screws holding the plate in place "backed out" causing the anterior cervical plate to pull away from the vertebrae which it was attached to by the screws.